Event description:
Overdelivery of procainamide 2g/250 ml over 16 hours (approx. Hourly rate of 15 ml/hr). A nurse reported that the entire container infused over 1.6 hours. The event was deemed to be user error and the pump remained in pt use without further incident. No device alarms occurred until the container was empty, and no power failure was reported. No dysrhythmias other than tachycardia were reported after the event. The pt later developed a serious gastrointestinal bleed and expired within a 4 hour period. The device was not isolated after the event and the serial number was not known.